Event description:
Device malfunction: difficult to remove. Time of malfunction: after deploying the clip. Symptoms/ae/outcome: failure to achieve hemostasis. Time of symptoms/ae/outcome: manual compression. It was reported that a trained physician attempted arteriotomy closure of the right common femoral artery with the starclose device, after an interventional procedure. Reportedly, after deploying the clip, the device required applied force for removal. It was noticed that the clip only partially closed the artery; therefore, manual compression was applied to ensure hemostasis. There were no adverse pt effects. No add'l info available.